Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ICD upgrade, the insertion catheter was passed through the coronary sinus the guidewire was observed to be outside of the vessel and a perforation was confirmed. Contrast injection confirmed a perforation caused by the insertion catheter. The implant procedure was completed and the patient was stable.